Manufacturer narrative:
Product event summary: the device was returned, analyzed and no anomalies were found.

Event description:
It was reported that the patient was deceased. The death of the patient was classified as cardiac in nature. Interrogation of the implantable pulse generator (ipg) post mortem revealed the device was at elective replacement indicator (eri) and had therefore reverted to simple ventricular pacing at 65 beats per minute. The patient was pacemaker dependent and prior to reaching eri, the ipg was in a dual-chamber mode. It was noted that the device may have reached eri due to post mortem refrigeration but this could not be confirmed. It was reported by the physician that at the time of death, there were two episodes of rapid ventricular sensing, almost certainly due to ventricular fibrillation (vf). Evaluation of the device was requested. It was noted that due to deteriorating health the patient had been hospitalized for 12 weeks prior to death. On the date of discharge, the patient's daughter argued with hospital staff that the patient was in no condition to be released. When the patient arrived at home, she complained of feeling sick in the stomach, struggled to get out of the car and once she did, she collapsed just inside the front door. The patient lost consciousness and CPR was performed by the patient's daughter until paramedics arrived. Paramedics found the patient unconscious, pulseless with relaxed breathing only. Life saving measures were performed but were unsuccessful. The patient had a long history of schizophrenia, hypotension, a cardiac condition resulting in the implant of the ipg, coronary artery bypass grafts, and diabetes mellitus (lost a limb due to diabetes). An autopsy was performed and revealed the heart was mildly to moderately enlarged. Scarring was seen but no acute infarct was observed. One of the coronary artery bypass grafts was completely occluded. The native coronary arteries showed atheromatous plaque formation in the 3 major coronary arteries with 80-90% stenosis.

Manufacturer narrative:
Corrected information: no eval explain code.

Manufacturer narrative:
This event occurred outside the u.s where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant product: mdt-lead implanted: unknown; mdt-lead implanted: unknown. (B)(4).